Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Attorney advised the pt was implanted with a 'titanium disc' at l5. Attorney alleges that the disc then 'collapsed' necessitating further surgery. Date of removal is unk. Pt suffered a work-related back injury. Reportedly, some boxes fell on him while he was working in a warehouse. Reportedly, the pt was fused at l5-s1. This report is #2 of 3 for the same event.